Event description:
It was reported that during a coronary orbital atherectomy procedure, the patient experienced slow flow after a csi orbital atherectomy device (oad) was used. The target lesion was located in the left anterior descending (lad) artery. The physician first treated two additional focal lesions in the circumflex artery and ostial main artery using balloon angioplasty and stent placement. The physician then advanced a csi coronary viperwire guidewire across the lesion in the lad and loaded the oad onto it. He performed three runs at low speed for less than 25 seconds per run. A post-atherectomy angiogram revealed slow flow distal to the treatment site. The physician administered adenosine and resolved the slow flow via balloon angioplasty and stent placement. The patient was placed on a balloon pump and was transferred to the ICU in stable condition. Additional information was requested, but will not be received due to internal policies at the facility.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4). Discarded by facility.